Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2003 - the pt was implanted with multiple mesh including a bard/davol flat mesh during a vaginal anterior repair procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records were limited to the pt's peri-op sticker page only. We have contacted the initial reporter to request additional info and if available to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.